Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient experienced ivc filter perforation, migration, tilt, and embedment. One strut of the filter is perforating the duodenum. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year post filter deployment, CT revealed prongs of the filter beyond ivc wall. Subsequently two days later, CT performed revealed ivc filter below the level of renal veins. Approximately ten years later, CT revealed ivc filter head 15 mm below the level of the renal veins and tilted 8-9° medially and most of the struts protrude out the lumen, with one penetrating the transverse duodenal segment. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. However, the investigation is unconfirmed for filter tilt as the medical records state there is only 8-9 degrees of tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient experienced ivc filter perforation, migration, tilt, and embedment. One strut of the filter is perforating the duodenum. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated,tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.